Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the lead exhibited high impedances when placed in multiple positions, as well as no capture. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.